Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. Unable to verify no delivery alarm due to no button response. Insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump are not working. Customer also felt that the insulin pump is not delivering insulin. Customer stated that the insulin pump may have been exposed to moisture on his shirt. Caller also stated that he experienced a high blood glucose reading of 300 mg/dl earlier and it may have be related to the button error. Customer's current blood glucose reading is 191 mg/dl. No further information reported.